Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the display screen was discolored. Unrelated to the display issue, investigation revealed that the audio bolus button cover and the keypad cover were both torn; all buttons responded normally to button presses. (B)(6).